Event description:
It was observed that during the device evaluation, the camera head exhibited rust on metal parts (coupler). There were no reports of patient involvement.

Manufacturer narrative:
The subject device underwent visual and functional inspections at the repair facility. Rust on the coupler was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): preparation and inspection 3.1 preparation and inspection flow before using the product, be sure to perform the preparation and inspection shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If the product is found to be clearly malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send this product for repair". Olympus will continue to monitor the field performance of this device.